Event description:
It was reported that as the nurse started to prime the set, she noticed the proximal and distal segments were reversed at the silicone pumping chamber engagements. Set was not used on a pt.

Manufacturer narrative:
Manufacturer's report date 9/25/1998. A visual examination of the set revealed the pumping chamber assembly had been assembled incorrectly and was inverted on the set. The following corrective actions have been implemented to address this issue: a) quality control - sets to be reviewed hourly. The current batch inspection shall be supplemented to include an in-process hourly inspection to be conducted by the quality control department. B) mfg - the mfg assemblers shall be supplemented to provide additional education on product use, function, and possible failure modes. C) mfg - visual examples for display. Actual misassembled vs correctly assembled sets will be made available in the mfg area to assist assemblers. This report was filled out by the MFR.